Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "not getting the fragmentation performance" (device operates differently than expected). The nurse reported the surgeon was not getting the fragmentation performance that he was expecting. The nurse tried three fragmatome handpieces with no improvement. All the handpieces tuned with no problems. The tips were switched out. The nurse tried tips from different lots. The nurse reported no system messages displayed. The surgeon was able to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep tested the one fragmatome handpiece available. No problems were found. The handpiece is 5-7 yrs old. The system was used for multiple cases after the event reported and before the system was checked with no problems noted. The company service rep discussed the findings with the operating room staff and mgr. Preventative maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months does not indicate any additional reports for this system. (B)(4).